Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Evaluation found no pinch or blockage on the returned catheter. Sample was able to be inflated and deflated without difficulty. No conditions found on sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use. The device is intended for single use only and is not reusable. 5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was difficult to deflate. As per additional information received via email on 15sep2020 from ibc representative, it was unknown how the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate. As per additional information received via email on 15sep2020 from ibc representative, it was unknown how the catheter was removed.